Manufacturer narrative:
Supplemental being submitted as further investigation determined the scale was not zeroing. This is not likely to harm the patient as it would be apparent to the caregiver that the scale could not be zeroed or operated properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported by service report that the scale would not zero.

Manufacturer narrative:
Result - load cell.

Event description:
It was reported by service report that the scale was not accurate.